Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringes was completely blank. The following information was provided by the initial reporter: the scale was not printed on this syringe, it was completely blank.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 307736 and lot number 2211231. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, an emerald syringe without a scale marking was observed; one inside the blister package and one outside of the blister package. The process used to print the scale consists of a hot stamping process which embeds the printing foil into the barrel. In this case, a failure occurred during the marking process which resulted in this defect. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd emerald¿ syringes was completely blank. The following information was provided by the initial reporter: the scale was not printed on this syringe, it was completely blank.